Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01582. It was reported the pt is experiencing pain at his ipg site and is not receiving effective stimulation. The pt declined reprogramming and is requesting to have his scs sys removed.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.